Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had been lost to follow up and presented today for device replacement. It was noted that end of life (eol) had been reached seven months ago and device interrogation was unsuccessful. A boston scientific technical services consultant stated premature battery depletion could have occurred. The device was explanted and returned for testing. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
The returned s-ICD was evaluated in our post market quality assurance laboratory. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had been lost to follow up and presented today for device replacement. It was noted that end of life (eol) had been reached seven months ago and device interrogation was unsuccessful. A boston scientific technical services consultant stated premature battery depletion could have occurred. The device was explanted and returned for testing. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.